Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.2, 4.9, 4.2, lab: 2.8, poc meter: 3.8. Customer getting discrepant high results on inratio compared to lab result. Customer tested at 7:30 am on (B)(6) and got result of 5.2. Tested again with fresh fingerstick 5 minutes later and got 4.9. At 10:15, the same morning, customer had a venipuncture at the lab and got a result of 2.8. At 10:30 (also at the lab) a fingerstick was done with another poc meter (brand unknown, but not inratio) and a result of 3.8 was obtained. Customer tested that evening of (B)(6) on her own meter again and got 4.2. Therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.